Manufacturer narrative:
.

Event description:
It was reported that the patient experienced a seroma; the hcp subsequently found a tear in the catheter. The catheter was revised. The medication contained in the pump was morphine 10mg/ml at a daily rate of 4.5mg. Following the catheter revision the medication concentration was changed to morphine 25mg/ml. No patient symptoms were reported.